Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the standby switch was not working nor were the up and down arrows on the unit. Further, the unit would intermittently enter and leave standby-mode.